Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported left side rupture and capsular contracture baker grade iii. . The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported left side rupture and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified the device was broken shell, wear abrasion, red particles material was found on the gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side rupture and capsular contracture baker grade iii. The device has been explanted.

Event description:
Patient reported left side rupture, capsular contracture baker grade iii, and "patchy mild chronic inflammation." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.